Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button ribbon cable was torn. The cause of the non-functional response buttons is the damaged cable. The root cause of the torn cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.